Manufacturer narrative:
Product instructions for use: microwave heating: lay flat in the microwave oven on a paper towel or paper plate. Heat at full power for 20 seconds. If pack expands like a balloon: stop heating pack is too hot. Let pack cool. Check for leaks. Remove pack carefully from microwave oven and knead to distribute heat evenly. Check for desired temperature (see applying hot pack to skin). To reheat, place hot pack back in microwave oven for 15 seconds intervals until desired temperature is reached. Knead pack again to distribute heat. Applying hot pack to skin: check for leaks. Insert pack in cover or wrap in cloth. Check for desired temperature by carefully placing covered pack against forearm. If too hot, let cool. When comfortable, apply pack to desired area. Remove pack if it becomes uncomfortable.

Event description:
Customer reported (B)(6) male diabetic patient with cognitive disorders had a 3m 1570 nexcare cold hot pack applied for lower back pain. The nurse reportedly heated the pack x2 x30 seconds, covered it with a handkerchief and applied it to the patient. She noticed redness after a few minutes, removed the pack and covered it with a towel. She then reapplied the pack to the patient for one hour. A phlyctena (blister) was noted after one hour of application. The nurse reportedly did not use the 1570 cold hot pack cover. The patient reportedly required medical consultation in a hospital burn department, allegedly experienced a second degree burn and was treated with physiological serum, flammacerium cream and actiskenan 5mg. Ten weeks following the incident, the wound was improving and a nurse reported the burn had reduced to half of the original size.